Manufacturer narrative:
According to the facility on (B)(6) 2025, a patient experienced second degree facial burns and was hospitalized after the patient stated, "he thinks someone flicked a lit cigarette into his car while wearing his home oxygen". Per the facility "patient sustained 2nd degree burns to his cheeks, nose periorbital area and upper lip". Per the facility "he spent the night in the burn unit and was treated with topical bacitracin and was discharged on (B)(6) 2025 with treatment consisting of topical bacitracin and a two-day course of oral azithromycin". The facility was able to confirm that an open flame or spark was near the oxygen being administered. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, a patient experienced second degree facial burns and was hospitalized after the patient stated, "he thinks someone flicked a lit cigarette into his car while wearing his home oxygen".